Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Fifteen - ventricular nst (non-sustained tachycardia) <=200 ms average v-cycle between (B)(6) 2010 12:46:18 and (B)(6) 2011 10:50:17. Ventricular short interval count v-sic=69.4 counts avg/day, in 41.02 days, between (B)(6) 2010 10:59:22 and (B)(6) 2011 11:27:44. Two - patient alerts for lead failure predictor on (B)(6) 2010 09:34:33 and (B)(6) 2010 19:24:32. (B)(4) no anomalies found. Full lead returned and analyzed. Additional findings of blood/body fluid outer tubing overlay, inner tubing kinked/buckled, outer tubing overlay breached cut, apparent explant damage and blood in/on helix mechanism (sleeve head) and helix mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. 15 - ventricular nst (non-sustained tachycardia) <=200 ms average v-cycle between (B)(6) 2010 12:46:18 and (B)(6) 2011 10:50:17. Ventricular short interval count v-sic=69.4 counts avg/day, in (B)(6), between (B)(6) 2010 10:59:22 and (B)(6) 2011 11:27:44. 2 - patient alerts for lead failure predictor on (B)(6) 2010 09:34:33 and (B)(6) 2010 19:24:32. (B)(4) no anomalies found. Full lead returned and analyzed. Additional findings of blood/body fluid outer tubing overlay, inner tubing kinked/buckled, outer tubing overlay breached cut, apparent explant damage and blood in/on helix mechanism (sleeve head) and helix mechanism.

Event description:
It was reported that the lead integrity alert was triggered. It was also reported that the patient subsequently experienced multiple non-sustained ventricular tachycardia episodes and there was oversensing and noise noticed on the right ventricular (rv) lead. It was noted that the problems could possibly be related to "a loose set screw, a mal-connection of the lead into the header (not 'out' all the way into the barrel of the connector), or a nick to the rv pace leg of the rv lead." The lead was removed and replaced. The device remains in use. No further patient complications were reported as a result of this event. The patient also claimed that their lead "went bad" after implant.

Event description:
It was reported that the lead integrity alert was triggered. It was also reported that the patient subsequently experienced multiple non-sustained ventricular tachycardia episodes and there was oversensing and noise noticed on the right ventricular (rv) lead. It was noted that the problems could possibly be related to "a loose set screw, a mal-connection of the lead into the header (not 'out' all the way into the barrel of the connector), or a nick to the rv pace leg of the rv lead." The lead was removed and replaced. The device remains in use. No further patient complications were reported as a result of this event.

Event description:
It was reported that the lead integrity alert was triggered. It was also reported that the patient subsequently experienced multiple non-sustained ventricular tachycardia episodes and there was oversensing and noise noticed on the right ventricular (rv) lead. It was noted that the problems could possibly be related to "a loose set screw, a mal-connection of the lead into the header (not 'out' all the way into the barrel of the connector), or a nick to the rv pace leg of the rv lead." The lead was removed and replaced. The device remains in use. No further patient complications were reported as a result of this event.